Manufacturer narrative:
The customer reported the hl20 pump showed error message: "safety-s". According to the information received by the ssu china no service technician was onsite because the customer refused an investigation. According to the customre the error message disappeared after restarting the pump and turning the pump head manually. The failure could not be reproduced and the pump is working to factory specification. However this reported error message could be linked to the following root cause: an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). The device was manufactured in 2016-01-21. The review of the non-conformities during the period of 2016-01-21 to 2021-01-11 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required the ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when new information becomes available.

Event description:
The hl20 device displayed error message: "safety-s" when it was turned on on (B)(6) 2020.